Event description:
Md was using the coblator on the tonisls and the wand began to smoke, which is typical when tissue is stuck on the wand. The wand was cleaned off with a wet sponge, however, it still continued to smoke. The wand was replaced and the procedure continued without any further incident. The coblator was then sent to bio-med for review. Mg reviewed the equipment and he reported back that the machine was working properly. The plasma wand was also retained and will be sent back to the company.